Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported patient had a hole at the bottom of the tibial bone. Patient stated cement was used to fill the hole. Subsequently patient is experiencing bone filler traveling up leg and is experiencing pain. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under (B)(4).